Event description:
It was reported that during a video assisted thoracic surgery with lobectomy procedure, the device worked successfully throughout the case, multiple white reloads were fired when trying to load the device prior to firing across the bronch. The green reload would not fit in the device the scrub nurse tried and the surgeon to no avail then a new device was then opened. No buttress was used, white used before for vessels. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): cartridge pan. The analysis found that one ec60a device was returned in good visual condition and with four ecr60g cartridge reloads present. Reloads b, c, and d were received fully fired; reload e was received fully fired and the pan detached. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan and the drivers became dislodge from the reload, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that all staples and staple drivers are present prior to shipment.